Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that deflation failure and removal difficulties were encountered. A 3.50 x 16mm synergy ii drug-eluting stent was advanced and deployed. However, during removal of the delivery system, due to deflation issues the balloon flared/winged and telescoped which deformed the tip of the guide catheter. The physician had to remove all the devices and put in a new guide catheter for post-dilatation and the procedure was completed. No patient complications were reported and the patient was fine.